Manufacturer narrative:
Covidien reference (B)(4). The service engineer evaluated the ventilator and replaced the graphic user interface printed circuit board and backlight inverter printed circuit boards. The service engineer performed software download. The ventilator passed self tests.

Event description:
It was reported that, during patient use, the ventilator alarmed and the display went blank. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.